Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported while withdrawing the pipeline it got stuck in the microcatheter hub.

Manufacturer narrative:
Product analysis of ped3-027-550-40, lot# b269159 as found condition: the pipeline vantage device and phenom-27 micro catheter were returned for analysis within a shipping box; within their individual opened outer cartons; within their opened inner pouches; and within their dispenser coils. The already detached braid was found within the micro catheter. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 micro catheter hub. The phenom-27 micro catheter body was found flattened at ~9.1cm and ~5.1cm from the distal end. No damages or irregularities were found with the distal tip or marker bands. No damages or irregularities were found with the proximal pusher. The hypotube was found intact and unstretched and ptfe shrink tubing was still intact. No damages were found with the spacers or proximal bumper. The supporting disks and advance resheathing mechanism were found undamaged. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages or irregularities were found with the tip coil. The proximal braid end was found fully opened, damaged, and covered in dried blood. The middle and distal braid end were found fully opened, and undamaged. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~157.7cm and the usable length was measured to be ~151.1cm, which is within specification (specification: total (ref) = (B)(4), usable = 150cm ± 5cm). The braid could not be removed from the micro catheter as it has already separated from the resheathing mechanism. The micro catheter and hub were destroyed to remove the braid. The micro catheter inner diameter was measured to be 0.0270¿ at the distal end, which is within specification (specification: 0.027¿ ± 0.001¿). The proximal inner diameter could not be measured as it was destroyed during the extraction. In-house resistance testing could not be performed. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open proximal (flex)¿ could not be confirmed as the proximal braid end was found fully opened after it was removed form the micro catheter. Possible causes for failure to open during the procedure include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, presence of other indwelling endovascular stents, or improper anatomy. The braid was found damaged. Potential causes for braid damage are high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance. Customer reported patient vessel tortuosity as severe, device was not positioned in a bend, braid was resheathed less than or equal to 2 times, and devices were prepared and flushed per IFU. It is possible the reported severe vessel tortuosity contributed towards the failure to open. The customer report of ¿failure to resheath¿ was confirmed as the braid was returned separated from the resheathing mechanism and found within the proximal micro catheter and hub. Possible causes for failure to resheath are introducer sheath not fully seated in the hub during resheathing, resistance during retrieval, or braid damage. The distal micro catheter was found flattened, possibly contributing towards resistance or failure to open. Possible causes for catheter flattening are patient vessel tortuosity or user advances/retrieves intraluminal device against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open at the proximal end and got stuck in the catheter. The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid artery (ica) aneurysm with a max diameter of 25 mm and a 8 mm neck diameter. The landing zone was 5 mm at the distal end and 5.17 mm at the proximal end. It was noted the patient's vessel tortuosity was severe. The access vessel was the ice with 5 mm diameter. Dapt (dual antiplatelet treatment) was administered. It was reported that during the initial deployment, the pipeline vantage got deployed nicely but after deploying the device more than 50%, the device didn't open at proximal end. After trying 2-3 times, the doctor planned to withdraw the device and in doing so, the device got stuck in the hub of phenom 27 microcatheter. The pipeline was not positioned in a bend. More than 50% of the device had been deployed when it failed to open. The pipeline was re-sheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was re-sheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.